Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital last year for low blood glucose, but didn't state the blood glucose level. Customer does not recall any significant events leading to the incident. Customer's blood glucose was unknown at the time of incident. Troubleshooting offered to help with any current insulin pump issues and the customer indicated that she would call back. No further information was given.